Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital postal code and telephone are not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the connecting screw of the proximal femur nail antirotation (pfna) was damaged when the doctor tried to connect the nail to the connecting screw. As no additional device was available, surgeon used the damaged connecting screw to connect the pfna nail, causing it to become loose when the nail was inserted into the patient femoral bone. Another connecting screw was sent to be autoclaved. Once the autoclave process was completed, procedure was completed successfully with a delay of approximately 45 minutes. Concomitant devices reported: pfna nail (part number unknown, lot number unknown, quantity 1)this is report 1 of 1 for com(B)(4).